Event description:
Welding joint of the instrument is broken. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. Our investigations have shown that the welding of the instrument is broken apart-near the wheel. This issue was previously evaluated, in response, improvements were identified and implemented. This particular item was manufactured according to the previous design before design changes. A review of the device history record did not show conditions that could have contributed to the reported event.